Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device - 12 years, 11 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the lvad system produced a red heart and driveline disconnect alarm on the primary system controller, even though all connections appeared to be connected. The patient switched to the back-up system controller without incident. The patient went to the emergency room for evaluation and alarms were induced with slight patient movement. The patient confirmed feeling these events, but did not have any other symptoms and was asymptomatic. On (B)(6) 2018, the technical service representatives were on site and performed a percutaneous lead (driveline) replacement. The patient was provided with an ungrounded power module patient cable. On (B)(6) 2018, the patient arrived at the emergency department with additional alarms being produced by the system controller. The patient was asymptomatic. A log file was reviewed by the technical service representative and a pump stoppage event was captured on (B)(6) 2018. The patient underwent a device exchange. No additional information was provided.

Event description:
Additional information: it was confirmed that the patient was taken to the operating room for a pump exchange. The patient tolerated the exchange very well and the pump will be returned for evaluation.

Manufacturer narrative:
Approximate age of device - 2 years, 11 months.

Event description:
The patient did not receive a device exchange.